Event description:
Medtronic synchromed ii pain med pump placed on (B)(6) 2011. Pump determined to be malfunctioning; did not deliver any medication. Verified per surgeon by shuntogram; catheter okay, pump malfunctioned. Pump removed and replaced on (B)(6) 2011.